Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was replaced to resolve the reported issue.

Event description:
The hospital reported an internal error causing a loss of mechanical ventilation. There was no report of patient injury.